Manufacturer narrative:
Corrected data: d6b - date of explant: the date of explant was incorrectly reported as (B)(6) 2024 in the initial report. The correct date had been updated in this report.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete event and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As such, surgical intervention took place wherein the extensions were explanted and replaced to address the issue.